Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Irrigation failure during ultrasound (us) due to poor aspiration and air in aspiration tube was reported. A used fluidics management system (fms) in a tray was visually inspected and was tested using a console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. Solvent was observed in the distal end of the aspiration manifold which prevented fluid flow. Solvent used to bond the tubing to the cassette caused an occlusion in the tubing. Although the sample generated a message code due to solvent causing an occlusion in the tubing, the root cause of complaints investigated for message code was inconclusive. The most likely root cause is suspected to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated with message code as the error occurs during the priming and calibration of the cassette. To address root cause of system message code occurring during the vacuum test stage/priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on pods the second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure during ultrasonic (us) due to poor aspiration, air in aspiration tube during calibration of cataract surgery with intraocular lens implant. The surgery was performed and completed after replacing the product with another one. There was no information on patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).